Event description:
Camera of spyscope ds ii access & delivery catheter not working properly during medical procedure. The camera component was replaced with a new camera. There was a nominal delay in switch and procedure continued without incident.

Event description:
Camera of spyscope ds ii access & delivery catheter not working properly during medical procedure. The camera component was replaced with a new camera. There was a nominal delay in switch and procedure continued without incident.